Manufacturer narrative:
(B)(4). Medical product: vanguard tibial bearing cat#: 183642, lot#: 972670, vanguard ps open femur cat#: 183112, lot#: 923840 , vanguard knee series a standard patella cat#: 184766, lot#:189420 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04472, 0001825034 - 2018 - 08855, 0001825034-2018-08856, 0001825034 - 2018 - 08857.

Event description:
It was reported that the patient underwent knee arthroplasty. Subsequently, patient is experiencing pain, swelling, limited range of motion and an allergic reaction. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.